Manufacturer narrative:
(B)(4). The rt212 adult inspiratory-heated breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the complaint rt212 adult inspiratory-heated breathing circuit was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is thus based on the information and photographs provided by the customer, and our knowledge of the product. Investigation: visual inspection of the provided photographs identified no damage to the rt212 adult inspiratory-heated breathing circuit. Conclusion: without the complaint device we are unable to determine the cause of the reported event. All rt212 adult inspiratory-heated breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The subject breathing circuit would have met the required specifications at the time of production. Our user instructions that accompany the rt212 adult-inspiratory heated breathing circuits state the following: "do not soak, wash, or sterilize this product. Avoid contact with chemicals, cleaning agents, or hand sanitizer." "Visually inspect breathing sets for damage (e.g. A crushed tube or cracked connector) before use and replace if damaged." "Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient."

Event description:
A distributor reported on behalf of a healthcare facility in china that a rt212 adult inspiratory-heated breathing circuit was found damaged before use. There was no patient involvement.